Event description:
(B)(4) . My implantation was covered by the state of idaho. Ever sense implantation on (B)(4) 2012 my health has declined. Energy declined, mood swings increased, allergies had a major increase. From implantation to present date medical; vitamin d deficiency twice, lowest level was a 5. Hyperthyroidism diagnosed, then levels were normal, insomnia diagnosed, anemic diagnosed, 4cm tumor removed from left milk duct spring of 2014, to much bleeding, blood clots, polyps, and abnormal pap resulting in vaginal hysterectomy (B)(6) 2015. Dr. (B)(6) . I've moved, and have had multiple doctors in a few towns. (B)(6) is my current.